Event description:
It was reported that cartridge leaked insulin from o-ring multiple times over about a week, with caller experiencing issue around ten times while using off-pump filling. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridge, successfully resumed insulin therapy, and technical support arranged replacement cartridge through return process, with no additional outcome details provided.